Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) one of the haptics broke inside the patient's eye. The haptic broke in two parts. It was not possible to complete the surgery with a replacement lens, and the patient went home aphakic. Further information provided that the patient underwent a procedure to implant a replacement iol on (B)(6) 2016, as a replacement lens was not available at the time of the initial surgery. The new implant was successful. The replacement lens was a model zma00. The patient is fine and happy. There was no issues in the new/replacement surgery. The initial lens was discarded. No further information was provided.

Manufacturer narrative:
Additional info: in the initial report it was reported that the lens had been discarded; however, it was returned. Device available for evaluation: yes. Returned to manufacturer on: 05/27/2016. Device returned to manufacturer: yes. The intraocular lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is damaged and incomplete; one of the haptics was missing. The complaint can be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related tests are the dimensional inspection performed at lens generation and cosmetic inspection performed at final inspection. The results showed all dimensions were within specification, the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.